Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is malpositioned implants that did not fully cross the si joint and were proud of the ilium. Part number, lot number, manufacturing date, expiration date, UDI number: ifuse implant, p/n 7060-90, lot# 155510, manufactured 04/25/2013, expires 2018-04, (B)(4). Ifuse implant, p/n 7045-90, lot# 8047003363008, manufactured 07/07/2012, expires 2015-07, (B)(4).

Event description:
In (B)(6) 2013, the patient had right side si joint arthrodesis where three implants were placed. The patient complained of ongoing pain since the surgery. The patient later presented to a new surgeon that determined all of the implants were proud and/or not fully across the si joint and not fully seated in the sacrum causing pain. In (B)(6) 2016, the surgeon performed a revision surgery where she removed all of the implants. All of the implants were solidly fixed in bone and required considerable effort to remove. The explant holes were filled with bone graft. The status of the patient following the revision surgery is not yet known.